Event description:
Boston scientific received information that during the implant procedure, high threshold and high out of range impedance measurements of this right ventricular lead were displayed. Despite several attempts to repositioin the lead, similar measurements were obtained. A decision was made to replace the lead; the lead was removed, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
According to available information, this product was not received for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.